Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the issue occurred. A service engineer (se) inspected the device and verified the issue. To address the issue, the se replaced the graphical user interface (gui) printed circuit board (pcb), upgraded the backlight inverter pcbs, and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturing specifications.